Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose level was 348 mg/dl. The customer had manual insulin injections available and indicated that their health care provider would be consulted for guidance regarding the amount of insulin to administer.